Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured up under the patient's clavicle. The lead was turned off and was abandoned surgically. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.